Event description:
Additional information received indicated that the atrial lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch. No intervention was made. The patient was stable.